Event description:
N/a

Manufacturer narrative:
A getinge field service (fse) evaluated the unit for the reported malfunction. The fse found that the o-ring on the quick disconnect fitting was dislodged. The fse reseated the o-ring, and completed full leakage and functional tests which passed. The unit was then returned for clinical use.

Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h11. Corrected data: b5.

Event description:
It was reported that after demonstrating to someone connected to an ambulance builder on how the cardiosave can be changed to the smaller unit the cardiosave intra-aortic balloon pump (iabp) unit had a massive helium leak customer attempted taking the unit out and reinserting in case it was not engaged properly but the leak was still there.

Event description:
It was reported that after demonstrating to someone connected to an ambulance builder on how the cardiosave can be changed to the smaller unit the cardiosave intra-aortic balloon pump (iabp) unit had a massive helium leak customer attempted taking the unit out and reinserting in case it was not engaged properly but the leak was still there. There was no patient involvement.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had an helium leak.

Manufacturer narrative:
Due to character restrictions in block e1 event site name: university hospitals of leicester n due to character restrictions in block e1 phone # is (B)(6). A supplemental report will be submitted upon completion of our investigation.